Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (unknown concentration and dose) in an implantable pump for an unknown indication for use. On an unknown date a motor stall occurred with no record of recovery. The pump was explanted. There were no reported patient symptoms. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was unknown what diagnostics/troubleshooting was performed. As of (B)(6) 2018, the event was considered resolved. The status of the patient was stated to be alive and with no injury. No further complications were reported/anticipated. The pump would be returned. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the motor stall occurred on (B)(6) 2018. The pump logs were not available. The patient experienced increased spasticity in relation to the motor stall. The pump was explanted and replaced on (B)(6) 2018. The hcp had tried to restart the pump without success. The pump was discarded by the clinic due to a misunderstanding and would not be available for return. The patient was reportedly okay following surgery.